Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.